Event description:
It was reported that a 65 year-old-male patient underwent a atrial fibrillation (afib) ablation procedure with a two (2) thermocool® smart touch® sf bi-directional navigation catheters and the patient suffered a cerebrovascular accident (stroke). It was reported that after an afib case, a possible stroke was noticed. There were no visible signs on the patient during the procedure. During the procedure there were spikes in impedance. They checked the irrigation was functioning properly on the catheter with no resolution. The catheter was removed from the body and char was discovered at the tip of the catheter. They changed the catheter and continued the procedure. Approximately an hour in a half after the procedure the patient was reported to have stroke like symptoms. The patient was experiencing motor issues on his right leg and arm and a droopy mouth. The patient has remained stable and had not worsened. The stroke was unable to be confirmed by computed tomography (CT) and patient is awaiting an magnetic resonance imaging (MRI) scan. The medical intervention provided was heparin and observation. The physician is not ruling out the char or the catheter as the cause of the possible stroke but could not confirm. Additional event information was received indicating the physician¿s opinion on the cause of the adverse event can be multifactorial given the risks associated with the procedure and he does not consider the event was caused solely by the catheter, but charring and coagulation at the tip could have been a precipitating factor and cannot be ruled out. Patient¿s outcome is improved - the last update from the clinical team was provided on 7-nov-2022 and it was confirmed that after MRI imaging a stroke was confirmed (no details were provided on the exact location in the brain) and upon neurological assessment, the motor affectation persists on the patient's right leg only. The patient required extended hospitalization to evaluate further with MRI imaging, and neurological monitoring. Char located on tip electrode. During the ablation we had 2 impedance spike alerts and the system immediately stopped the ablation. No issues related to temperature and flow on the catheter. The moment of the impedance spikes the system was on temperature control mode with the following parameters: 40 watts / 50 c. After the catheter was removed and exchanged the parameters were switched to power control mode. 40 watts. Max temp was 54 c, impedance was 143 average and the impedance spikes were the first one of 62 ohms and the second one was 85 ohms. Anticoagulation was given and the act was monitored throughout the case to maintain greater than 300 seconds. Patient has not exhibited any neurological symptoms since the procedure was completed. At the moment of the impedance spikes the system was on temperature control mode with the following parameters: 40 watts / 50 c. After the catheter was removed and exchanged the parameters were switched to power control mode. 40 watts. The impedance cutoff was 190 ohms. Force visualization features were graph, dashboard, vector, visitag. Visitag stability parameters were range: 3mm, time: 3 sec, force over time (fot) of 25%, 3g. No additional filters were used. Ablation index color option was used.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: catalog should be unk_smart touch unidirectional sf. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: for product code d134804 (thermocool® smart touch® sf bi-directional navigation catheters). For product code unk_smart touch unidirectional sf (thermocool® smart touch® sf bi-directional navigation catheters).

Manufacturer narrative:
It was reported that a patient underwent a atrial fibrillation (afib) ablation procedure with a two (2) thermocool® smart touch® sf bi-directional navigation catheters and the patient suffered a cerebrovascular accident (stroke). It was reported that after an afib case, a possible stroke was noticed. There were no visible signs on the patient during the procedure. During the procedure there were spikes in impedance. They checked the irrigation was functioning properly on the catheter with no resolution. The catheter was removed from the body and char was discovered at the tip of the catheter. They changed the catheter and continued the procedure. Approximately an hour in a half after the procedure the patient was reported to have stroke like symptoms. The patient was experiencing motor issues on his right leg and arm and a droopy mouth. The patient has remained stable and had not worsened. The stroke was unable to be confirmed by computed tomography (CT) and patient is awaiting an magnetic resonance imaging (MRI) scan. The medical intervention provided was heparin and observation. The physician is not ruling out the char or the catheter as the cause of the possible stroke but could not confirm. Additional event information was received indicating the physician¿s opinion on the cause of the adverse event can be multifactorial given the risks associated with the procedure and he does not consider the event was caused solely by the catheter, but charring and coagulation at the tip could have been a precipitating factor and cannot be ruled out. Patient¿s outcome is improved. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If the product or product ID numbers are received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).